Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported the patient controller displayed the 'replace generator soon' message. The implantable pulse generator (ipg) was explanted and replaced. No complications were noted during the procedure and reportedly the patient is receiving effective therapy. It is unknown if the ipg was reaching premature battery depletion.